Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed respiratory rate related noise on the right ventricular (rv) channel. The observed noise was reproducible while the patient was bearing down, and diaphragmatic oversensing was suspected. One episode met ventricular fibrillation (vf) detection, resulting in approximately three seconds of pacing inhibition and asystole for this pacer dependent patient. The oversensed signal measured approximately 0.6 mv. Technical services (ts) discussed troubleshooting/programming options, including possible lead revision. The field representative planned to meet with the physician to discuss increasing the automatic gain control (agc) floor with consideration for vf detection. This crt-d remains in service. No additional adverse patient effects were reported.